Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, insufficient vaporization occurred and the fiber breakage suspected near the control knob after 275,000 joules of use and 75 minutes. The light was coming out of the break location, and the exterior had no clear breakage. The procedure was completed with a second fiber. The patient condition was reported stable.

Manufacturer narrative:
A review of the device history record confirmed that the device met all material, assembly and performance specifications prior to release. Analysis of the returned device indicates that the fiber is broken within the white tubing at 25 cm from the control knob, between control knob and input connector. The fiber was tested with hene laser fixture, aim beam is visible at the location of break. The glass cap exhibits severe devitrification at output window. The outer sheath does not exhibit signs of melting at the break. Based on device analysis, the fiber break likely occurred due to excessive bending during the procedure. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. An evaluation conclusion code of unintended user error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during photo selective vaporization of the prostate (pvp) procedure, insufficient vaporization occurred and the fiber breakage suspected near the control knob after 275,000 joules of use and 75 minutes. The light was coming out of the break location, and the exterior had no clear breakage. The procedure was completed with a second fiber. The patient condition was reported stable.